Manufacturer narrative:
Vyaire complaint #: (B)(4) .   At this time, vyaire has not received the suspect device/component for evaluation. The customer reported that he replaced the transducer communications alarm (tca) board and that resolved the originally reported issue. The customer has placed the device back into service.

Event description:
It was reported while using the avea ventilator, it is alarming "ext high ppeak" and "circuit occlusion". There was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to faulty transducers on the transducer communication assembly (tca). The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action.